Manufacturer narrative:
The investigation for the reported purge issue has been completed. The product was returned, and the issue was not confirmed. Console logs from the reported day of event are consistent with complaint and show some irregularities during case start, related to de-airing, purge pressure drop, and multiple attempts to enter purge fluid info. However, no errors or alarms were present, and no evidence supporting claim of purge system malfunction. Testing of the console and its purge system, performed in danvers, showed that console operated within specification. Visual inspection of the purge system revealed slightly kinked ribbon cable of the purge pressure transducer, but no relation to the complaint issue could be established. Per the results of the clinical review and investigation, the root cause was most likely use related. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient noted as high risk percutaneous coronary intervention was on an automated impella controller (aic) for mechanical circulatory support. While on support, a new staff member felt that the system did not purge through, however there were no alarms. On the side of caution, the decision was made to use another console. There was no report of patient harm or injury.